Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the suture was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the white suture was broken. It was identified that the ends were frayed. No other anomalies were observed with the returned plate. The green suture was missing. A manufacturing record evaluation was performed for the finished device [6l43130] number, and no non-conformances were identified. A previous investigation was made with the manufacturer; as a result, the white suture was used to assemble into a graft construction with provides fixation. The green / white suture was the lead suture due to it was used to pull the implant/ graft construction with tension, the tension values were associated with this final implant assembly; the strength requirement adjusting suture loops from dve testing averaged well over the 250n clinical spec ~1700n. The tension clinical spec was high compared to expected intraoperative loads is 20-50n. Therefore, based on the work instruction of finish goods 103050528, the tension was measured only on the green/white suture (111455) during the manufacturing process. Since the white suture was broken and the damage condition, the pull test was not required. Regarding the white suture, an inspection was performed during the manufacturing process to check the measurement value and the condition; this information correspond to a process control and it was the document to use to guarantee the inspection of the white suture, due to this broken suture could not have happened during manufacturing process. This breakage was more associated to procedures variables such as: snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an acl arthroscopy surgery a rigidloop adjustable cortical implant, standard broke while surgeon was trying to pull the rigidloop button through the tunnel and flip on the cortex. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the white suture is frayed and cut, since a short piece of white suture was attached in cortical implant; therefore, this complaint can be confirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. Possible hypothesis could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. A manufacturing record evaluation was performed for the finished device [6l43130] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an acl arthroscopy surgery on (B)(6) 2020, it was observed that a rigidloop adjustable cortical implant device, broke while surgeon was trying to pull the rigidloop button through the tunnel and flip on the cortex. Another like device was used to complete procedure with a surgical delay of 5 to 10 minutes. There were no adverse patient consequences reported. No additional information was provided.